Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 228 mg/dl, 98 mg/dl and 97 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.